Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst blood collection tube has been found with missing label information during use. The following has been provided by the initial reporter: customer feedback, when scanning the label barcode on the abbott model c16000 biochemical instrument with the sst tube produced by bd suzhou, if the specimen needs to be manually numbered, the transparent font exposed on the tube will cause the instrument to mistakenly believe that the specimen does not exist, and thus cannot detection. Many tubes occurred this issue. No sample.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. This may be related to a compatibility issue between the transparent label and abbott's test equipment, which is not a product defect. Bd china reached out to the customer to provide troubleshooting with the customer.

Event description:
It has been reported that the bd vacutainer® sst blood collection tube has been found with missing label information during use. The following has been provided by the initial reporter: customer feedback, when scanning the label barcode on the abbott model c16000 biochemical instrument with the sst tube produced by bd suzhou, if the specimen needs to be manually numbered, the transparent font exposed on the tube will cause the instrument to mistakenly believe that the specimen does not exist, and thus cannot detection. Many tubes occurred this issue. No sample.